Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, textured silicone breast implant caused me breast implant illness. I suffered rash, dry eyes, blurry vision, painful eyes, autoimmune oesophagitis, oesophageal ulcer, alcohol intolerance with melena, and psvt tachycardia. Plastic surgery department said "suspected rupture". Device explanted 7 years post implant. Right side.